Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "it does not completely pass the guide and when removing or positioning the memory is lost and it is no longer useful, it cannot be re-entered". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer report of a kinked catheter was confirmed by visual inspection of the customer supplied photo. The catheter body appears to be kinked/bent around the middle of the extrusion; however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4. Unique identifier (UDI)# corrected to (B)(4).

Event description:
It was reported "it does not completely pass the guide and when removing or positioning the memory is lost and it is no longer useful, it cannot be re-entered". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".